Event description:
A hospital in (B)(6) reported that there was a leak at the blue connector of an bc2435-20 neonatal oxygen therapy nasal cannula during use. The hospital has also reported that there was no patient consequence.

Event description:
A hospital in (B)(6) reported that there was a leak at the blue connector of an bc2435-20 neonatal oxygen therapy nasal cannula during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint cannula was visually inspected, pressure tested and submerged in a waterbath to test for leaks. Results: the visual inspection revealed the pvc moulded connector to be damaged near the gate. Air leakage was identified between the pvc moulded connector and breathing circuit connector, confirming the reported fault. A lot check could not be performed as no lot number was provided. Conclusion: it is likely that the air leakage was caused by the damage observed on the pvc moulded connector of the complaint cannula. It is likely that the damage to the pvc moulded connector is a moulding defect. The user instructions that accompany this device states: "check that all circuit connections including caps and plugs are tight before use" the hospital has reported that there was no patient consequence. The manufacturer of this device has been notified of this complaint and is conducting their own investigation.